Event description:
Philips received a complaint from customer reporting the main alarm failed on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp reported the problem persisted after a device restart and reconnection of speakers. The asp determined part replacement was necessary and replaced the speaker assemblies. The device was operational after repairs were completed. The investigation concludes that no further action is required.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00340. All information from the original report(s) has been transferred to this report.